Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced migration of the reservoir. Upon removal, it was noted that the reservoir was punctured. The device was explanted and replaced. There were no patient complications.